Event description:
Info rec'd indicates the head section of this bed will run down on its own. When power is removed, the head section stops.

Manufacturer narrative:
The technician replaced the left ucm board to repair the bed.